Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the bile duct of a patient on (B)(6) 2013 as part of the e7058 wf biliary fc chronic panc rct clinical study. On (B)(6) 2013, the patient was admitted to the hospital in preparation for the stent placement procedure. The patient underwent a baseline assessment of biliary obstructive symptoms and no symptoms were identified. On (B)(6) 2013, the patient underwent the study stent placement procedure. A prior biliary sphincterotomy had been performed. Prophylactic antibiotics were administered. During the stent placement, a 10fr x 7cm bsc plastic stent was deployed in a satisfactory position across the stricture. On (B)(6) 2013 the patient was discharged from the hospital with no reported issues. According to the complainant, on (B)(6) 2014 the patient experienced severe abdominal pain. On (B)(6) 2014 the patient was admitted to the hospital due to the abdominal pain. On (B)(6) 2014 the patient underwent a stent exchange procedure where sludge was removed from the patient's stent. No additional stents were reportedly implanted during the stent exchange procedure, nor were any stents removed during this procedure. On (B)(6) 2014 the event was considered resolved and the patient was discharged from the hospital. On (B)(6) 2014, it was reported that the bsc plastic stent experienced a complete distal migration. Additional information received on october 17, 2016: the site had previously reported a stent migration, but now reports the stent was removed. On (B)(6) 2014, an ercp was performed and the patient underwent sludge removal and placement of two additional bsc plastic stents. On (B)(6) 2014, an assessment of biliary symptoms was provided, which included right upper quadrant pain. On (B)(6) 2014, the patient had three bsc stents removed and two non-bsc plastic stents were placed. Additional information received on march 27, 2017: the study stent has been confirmed to be a non-bsc plastic stent and unrelated to the event. Additional information received on september 25, 2020: on september 25, 2020 a new device event was reported to bsc. It was reported that the patient had an ercp for replacement of two bsc 5cm x 10f plastic stents placed on (B)(6) 2014. The stents were dislodged from their original position in d3. The stents were removed on (B)(6) 2014. The device event was not reported to be related to an adverse event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter state: sar. Block g3: study source - e7058 wf biliary fc chronic panc rct . Block h6: device code 4003 captures the reportable event of stent migration. Patient code 3991 captures the reportable event of additional intervention required. Patient code 1932 captures the reportable event of cholangitis requiring treatment. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: correction -add device codes 1670 use of device problem.

Event description:
On september 25, 2020, boston scientific corporation (bsc) received a new clinical trial safety event notification report (ctsenr) from the clinical site and became aware of an event occurring in 2014 involving two bsc plastic stents used during a single procedure. It was reported to boston scientific corporation that two bsc 5cm x 10f plastic stents were implanted in the bile duct of a patient on (B)(6) 2014 as part of the e7058 wf biliary fc chronic panc rct clinical study. No issues were reported with the devices during stent placement. On (B)(6) 2014 the patient returned to the hospital where the physician determined the stents had dislodged from their original position in d3. Additionally, the patient reportedly experienced symptoms including worsening of pain, fever and tachycardia. These symptoms were deemed not related to the bsc devices or the stent migration. The two bsc plastic stents were removed from the patient and were replaced with new stents. The physician reported this event to bsc shortly afterwards, however, the physician later informed bsc that the two stents involved were not bsc devices. Therefore, the event was not reported to be related to an adverse event at the time as bsc thought that there was no bsc device involvement in this procedure. Corrected information received on 05nov2020. On (B)(6) 2014 the patient returned to the hospital and presented with symptoms of acute cholangitis. Symptoms included worsening of abdominal pain, fever and tachycardia. The patient was hospitalized and was given medication, although the exact type of medication was not reported. The physician performed a CT scan and confirmed the bsc plastic stents had dislodged from their original position. The physician assessed that the patient's symptoms could have been due to either the bsc plastic stents or the non-bsc plastic stents that were inside of the patient at the time but the exact cause could not be confirmed. On (B)(6) 2014 while still hospitalized, the two bsc plastic stents were removed from the patient. On (B)(6) 2014 the patient's symptoms resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter state: (B)(6). Block g3: study source - e7058 wf biliary fc chronic panc rct. Block h6: device code 4003 captures the reportable event of stent migration. Patient code 3991 captures the reportable event of additional intervention required. Patient code 1932 captures the reportable event of cholangitis requiring treatment. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block b5: additional information received).

Event description:
On (B)(6) 2020, boston scientific corporation (bsc) received a new clinical trial safety event notification report (ctsenr) from the clinical site and became aware of an event occurring in 2014 involving two bsc plastic stents used during a single procedure. It was reported to boston scientific corporation that two bsc 5cm x 10f plastic stents were implanted in the bile duct of a patient on (B)(6) 2014 as part of the e7058 wf biliary fc chronic panc rct clinical study. No issues were reported with the devices during stent placement. On (B)(6) 2014 the patient returned to the hospital where the physician determined the stents had dislodged from their original position in d3. Additionally, the patient reportedly experienced symptoms including worsening of pain, fever and tachycardia. These symptoms were deemed not related to the bsc devices or the stent migration. The two bsc plastic stents were removed from the patient and were replaced with new stents. The physician reported this event to bsc shortly afterwards, however, the physician later informed bsc that the two stents involved were not bsc devices. Therefore, the event was not reported to be related to an adverse event at the time as bsc thought that there was no bsc device involvement in this procedure. Corrected information received on 05nov2020. On (B)(6) 2014 the patient returned to the hospital and presented with symptoms of acute cholangitis. Symptoms included worsening of abdominal pain, fever and tachycardia. The patient was hospitalized and was given medication, although the exact type of medication was not reported. The physician performed a CT scan and confirmed the bsc plastic stents had dislodged from their original position. The physician assessed that the patient's symptoms could have been due to either the bsc plastic stents or the non-bsc plastic stents that were inside of the patient at the time but the exact cause could not be confirmed. On (B)(6) 2014 while still hospitalized, the two bsc plastic stents were removed from the patient. On (B)(6) 2014 the patient's symptoms resolved and the patient was discharged from the hospital.